Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the post-operative use of an intranasal 3.5 cuffed endotracheal tube (ett), the tube split when the respiratory therapist was placing the adapter to put the inline suction inline. Spo2 was maintained in the upper 90's during the event but had hypoventilation. This issue occurred twice, with the same problem arising after reintubation with another 3.5 endotracheal tube. Replacement of thee tube was done. The patient recover without other device related issues.

Manufacturer narrative:
Concomitant product: 86443, 86443-w 3.5mm inter hi-lo trach x10, (lot#: 24h1527jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the post-operative use of an intranasal 3.5 cuffed endotracheal tube (ett), the tube split when the respiratory therapist was placing the adapter to put the inline suction inline. This issue occurred twice, with the same problem arising after reintubation with another 3.5 endotracheal tube. Based on the report the patient had a serious harm.